Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi display. The customer is concerned with results obtained of 505, 552, 548mg/dl and hi. The expected fasting blood glucose test result range is 150 -250mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/20/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:505mg/dl date: (B)(6) 2018 time:05:14 pm not fasting, result 2:133mg/dl date: (B)(6) 2018 time:04:46pm not fasting, result 3:552mg/dl date: (B)(6) 2018 time:04:43pm not fasting, result 4:hi display date: (B)(6) 2018 time:03:44 pm fasting, result 5:548mg/dl date: (B)(6) 2018 time:02:39pm fasting.